Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our australian affiliates, during implant of a 23mm sapien 3 ultra resilia in the aortic position by transfemoral artery approach, the commander delivery system balloon burst during valve inflation. The valve was fully deployed, inflated, and held at the inflated position for less than one second, during which a popping of the balloon was observed on x-ray. At the time of the balloon rupture on root angiogram, the leaflets appeared in an open position with imaging demonstrating massive aortic regurgitation. Approximately 1 minute after initial deployment, the leaflets appeared to fall into position. The balloon was removed without issues, and post-dilatation was performed with another 23 mm commander delivery system. In addition, an esheath+ tip torn was reported. No injury or complication was reported, and the final patient status was stable condition.